Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for severe vomiting due to low blood glucose. Customer's blood glucose was 32 mg/dl. Customer was not wearing the device at time of hospitalization. Customer was unsure how long he was off the device prior to the hospitalization. Customer was unable to troubleshoot. Customer will not be returning the device for analysis.